Event description:
It was reported that during a cardiac ablation procedure, right atrial mapping and cavotricuspid isthmus ablation were performed with radiofrequency without issues and left atrial mapping was reported as ok. During pulsed field ablation, an error message stating ¿PF current too high¿ was observed and the procedure was temporarily interrupted. Return electrodes were rechecked, the catheter extension cable was changed, and the system was rebooted without resolution. The catheter was then changed, which resolved the issue. It was further reported that after changing the catheter, after ablation with pulse field energy, on inferior line of Posterior Wall (PW) near the Left Inferior Pulmonary Vein (LIPV) ST elevation was noted on the inferior leads. The patient was treated with nitrates. A cornonary angiogram was perfromed and not thrombus or stenosis was observed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.